Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.

Event description:
A surgeon reported a male patient with a very mild cataract and a preoperative visual acuity of 9/10 (20/22) had unilateral intraocular lens implant surgery. The implanting surgeon performed a lens exchange about five weeks following the initial surgery due to the patient's complaints of diurnal halos. Te replacement lens was a monofocal lens model. Additional info has been requested.